Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after rotablation, this device was used. However, it was noted that the balloon ruptured. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.